Manufacturer narrative:
The reported events were dislodgment, capturing problem, and under sensing. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of capturing problem, and under sensing were not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold and under sensing. The lead was explanted and replaced. The patient was stable.

Event description:
Additional information received indicated the right ventricular (rv) lead was dislodged.